Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip (B)(4). Note: manufacturer contacted customer on 1/23/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned results obtained of 261, 194, 250 and 253 mg/dl. The expected fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in duffle bag. The test strip lot manufacturer's expiration date is 02/25/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).